Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 09/29/2015 that a customer had an issue with a uvc. The customer states when the line was placed it continued to leak and it had to be replaced with another.

Manufacturer narrative:
Additional information was received (B)(4) 2015. The customer reports after the line was placed, the line was noted to be leaking at the 25 cm mark somewhere on the catheter body. The line was removed and replaced. Betadine was used to clean the catheter prior to insertion. The area was completely dry prior to placement. The catheter was not difficult to handle and not difficult to secure. It was secured with sutures. The catheter was inserted on (B)(6) 2015 in the uac. This was a periodic feed. Normal saline (ns) with 1/2 unit of heparin/cc was used to flush with a 3 ml syringe. An alcohol swab was used to clean the area and the hub was cleaned as well. The catheter was removed on (B)(6) 2015, within 60 minutes of insertion. The device was replaced with the same product, but a different lot number. The patient was stable but critical 24 week patient.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this reported condition were found. There are no nonconformance records related to the reported issue for the involved lot. A sample consisting of one uvc catheter was returned for evaluation. A visual inspection was performed and the sample shows signs of use; a black thread was attached to the catheter. The sample was subjected to an underwater test where bubbles were detected coming out of the catheter body. After testing, a hole was found on the tubing. During manufacturing process, catheters are submitted to a 100% pressure testing. The condition reported was noticed during use. The complaint was confirmed per the sample evaluation; however there is no evidence to relate this event to a manufacturing issue. There is a 100% leak test that is conducted during the manufacturing process for uvc catheters. After the catheter passes the leak testing station, the remaining manufacturing operations do not contain process risks which may contribute to the occurrence of the reported issue. The product handling between stations is done by hand using plastic bins with no pinch points. The other operations are tip cutting, occlusion test, depth mark printing, depth mark drying, visual inspection, catheter guard assembly and finally packaging. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications; therefore the most probable root cause could be attributed to unintentional damage during use as detailed in the instructions for use (IFU). Also, per the IFU the use of alcohol, acetone or alcohol containing antiseptics directly on the catheter may cause irreversible damage to the polyurethane which can lead to a leak or break. It must be noted that in process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.